Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated after seconds. A visual inspection was performed and it was observed the blue cover of the pilot balloon presents a cut. Manufacturing process was reviewed and there is no potential risk. The confirmed failure would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process. Information has been added to the database and complaint trends will continue to be monitored.